Event description:
It was reported that patient visited a healthcare provider with the pump alarming around 8:00 am as of the date of this report. Per the reporter the pump was at eos (end of service), and eri (elective replacement indicator) may have been missed. It was added that patient was new to the hcp. No further information was available regarding patient symptoms, device and the drug(s) infused. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's system was explanted, but nothing was replaced. Per manufacturer device registration, the drug used in this system was morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received it was reported by hcp that patient was sent by another physician for change of pump. It was reported the cause of the event was reported as eos attributed to pump and catheter. There was an eos alarm; and eri was also reported to occur on (B)(6) 2012. No hospitalization was required. The patient was referred back to original physician for follow up. The patient outcome was not reported. Drug used in the system: hydromorphone at a dose of 15mg/day with a 30mg/ml concentration.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter.